Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The issue got happened during diagnosis procedure was performing. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the ip pc image disc. Upon further inspection, the fse found that the image disk failure. The fse replaced the image disk drive. After replacement of the image disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was having an image disk space problem. No harm to the patient or user was reported.